Event description:
It was reported that the lead exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the distal insulation was abraded at 26.4 cm - 26.9 cm from the connector pin.